Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, damage to surrounding bone and tissue, pain and loss of range of motion. A review of invoice history confirmed that an active articulation liner was implanted during revision. Additional information received in patient's revision operative reports note tan discoloration to the synovium, tan-colored fluid, and evidence of corrosion on the trunnion during the revision procedure. The modular head was removed and replaced with a competitor's head and biomet liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, damage to surrounding bone and tissue, pain and loss of range of motion. A review of invoice history confirmed that an active articulation liner was implanted during revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.